Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site for additional information, and the following details were received from the surgeon: it was confirmed that the bleeding was observed from the deep dorsal penile vein and the dorsal venous complex (dvc) and that the bleeding occurred during urethral dissection. The bleeding was due to the lack of proper bunching before the ureterectomy, and because the blood flow of the dvc in this patient was higher than that in other patients. The blood loss did not occur due to the use of an isi product. No unexpected movement of an isi product caused or contributed to the bleeding. Per the surgeon, the bleeding was due to characteristics of the patient's anatomy, rather than to mechanical factors. The blood vessels around the patient's urethra were more prominent than those in other patients. Adhesions with the sigmoid colon were also observed. The estimated amount of unexpected blood loss, without the inclusion of urine, was about 1000 - 1200 ml. Temporary hemostasis was achieved with the use of pressure on the dvc; hemostasis was ultimately achieved by ligating with sutures while performing pressure hemostasis. From the time the bleeding began to the time it was adequately controlled approximately 40 minutes had passed. The 400cc blood transfusion was administered postoperatively. The patient's hemoglobin level prior to receiving the transfusion was unknown. The patient did not experience any postoperative complications. The patient was discharged safely after 1 week of hospitalization, and they are currently under follow-up care. It was confirmed that there was no malfunction of a da vinci product.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, bleeding occurred from the deep dorsal penile vein and the arteriovenous veins around the urethra during urethral dissection. Temporary hemostasis was achieved by pressure-draining the prostate to the bleeding site, however, when the pressure-draining was released, the bleeding persisted, obstructing 40-50% of the visual field. Each time, pressure was applied to ligate the dorsal venous complex (dvc) and other blood vessels to obtain hemostasis. Per the surgeon, the patient's blood vessels around the urethra were more prominent than those of other patients, and the bleeding was unrelated to the da vinci equipment. The surgeon did not convert to laparotomy, as the bleeding was eventually controlled. Per the anesthesiologist, the total amount of blood loss plus urine was 1800ml, and the patient's hemoglobin levels were decreased following the bleeding. As a result, a 400cc blood transfusion was scheduled for after the surgery, though the patient's vital signs were stable. The patient was reportedly large in size, with an s-shaped adhesion preventing the ability to adequately move the intestinal tract into the upper abdomen; these factors meant that the surgical space was very small. The procedure was successfully completed, but it exceeded the following hospital criteria for discontinuation: "6 hours in the console" and "bleeding volume of 1000 ml". Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.